Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow instructions.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the right iliac artery. During the operation, the left lower extremity artery was punctured and the right lower extremity artery was treated. Using the 10cm command 18 guidewire (gw), the lesion was located and pre-dilated using a 3, 4, and 5mm unknown balloon catheters. At this point, a 5x150mm absolute pro ll self-expanding stent (ses) was prepared for implantation and advanced over a 300cm command 18 gw; however, during deployment the thumbwheel was noted to jam and the stent could not be fully released. Therefore, the stent markers [handle] was dissembled in an attempt to manually release the remaining stent, but it did not work, and the partially deployed ses could not be removed. At this point an 8f guiding catheter was then attempted to be used to forcibly remove the ses using an opposite access point; however, when the ses was retrieved, the 8f guiding catheter got stuck in the stent and could not be removed. At the same time, the released 4mm stent wire had already adhered to the wall and could not be removed. A second attempt was made to pierce the right side of the vessel and kiss the left side of the sheath to see if it could be removed, but the stent had already disintegrated, and the pathway could not be established. After trying many times without success, the left common femoral artery was finally opened and the vessel was cut. Parts of the stent and tip of the delivery catheter were noted to be separated and the remaining stent and the delivery system were cut and removed. Lastly, it was noted that some parts of the stent and the tip were left in the beginning of the left iliac artery. The right iliac artery vessels were unobstructed, and the operation was concluded. It was noted that the patient revisited the hospital for additional treatment on 05/05/2025. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported stent break was unable to be replicated in a testing environment due to the condition of the returned device (stent not returned). The reported entrapment of device was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Reportedly, the 5x150mm absolute pro ll self-expanding stent (ses) was advanced over a 300cm command 18 gw. It should be noted the absolute pro ll peripheral self-expanding stent system instruction for use (IFU), materials required section states: one (1) 0.035¿ (0.89 mm) diameter guide wire. It is undetermined if the deviation of the IFU caused/contributed to the reported difficulties. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported stent break was unable to be replicated in a testing environment due to the condition of the returned device (stent not returned). The reported entrapment of device was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. The investigation determined the noted deployment related issues appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.